Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 15 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that after use with 28 bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder leakage occurred. User had no impact and there was no report of patient impact. The following information was provided by the initial reporter: leaking rubber sleeve during use. Holder and tubes in blood. Nurse had gloves.